Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly. Attempted to power uim in to user mode but failed, the screen was black and led¿s would only light up. Continued by re-uploading the bootloader using the uim software installation fixture and installing software version 4.6b, the uim successfully powered on in to user mode operating properly. Root cause: duplicated and isolated the reported problem to a corrupted bootloader. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue.

Event description:
The customer reported that the screen on the ventilator does not power up, is blank, dark, only the led's on the membrane panel are lit-up.